Event description:
Company received report of 'high spo2 reading' on a patient using the max-n adhesive sensor while being used with another firm's oximeter. The reporter stated that the reading was in the mid 90's spo2, the baby was dusky, and that when the sensor was replaced with another sensor, the reading was at 56%. Reporter stated there was no patient harm.

Manufacturer narrative:
Device is currently in transport to the failure investigating facility.